Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003, indicative of the battery voltage being too low for the projected remaining capacity. The ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003, indicative of the battery voltage being too low for the projected remaining capacity. Review of device data by boston scientific technical services confirmed the presence of code 1003 and confirmed the battery is depleting faster than expected. Device replacement was recommended. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003, indicative of the battery voltage being too low for the projected remaining capacity. Review of device data by boston scientific technical services confirmed the presence of code 1003 and confirmed the battery is depleting faster than expected. Device replacement was recommended. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the field indicated the explanted ICD will not be returned for analysis and no patient consent form was provided. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003, indicative of the battery voltage being too low for the projected remaining capacity. Review of device data by boston scientific technical services confirmed the presence of code 1003 and confirmed the battery is depleting faster than expected. Device replacement was recommended. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction MDR report is being filed to update section b.1. Adverse event/product problem, which was inadvertently left blank in the previous submission.